Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The exact cause of the event could not be determined because further information is needed such as the outer packaging for inspection to determine root cause. As stated by the IFU, it is not recommended to use any device of whose packaging appears damaged. The reported event regarding a damaged outer blister involving a gmrs femoral component was not confirmed.

Event description:
It was reported that while doing a distal femoral gmrs, went to open the implant outer package blister was open. Inner package was still sealed.

Event description:
It was reported that while doing a distal femoral gmrs, went to open the implant outer package blister was open. Inner package was still sealed.